Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. The device was reported to be available for pick up and is expected to be returned to baxter. Upon receipt of the device, an evaluation will be performed to investigate the reported death. A review of the device history record was performed and revealed that the device had been reconditioned/serviced since its original manufacture date and is no longer in its original manufacture condition. No issues were identified that could have caused or contributed to the reported death. A service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Leading up to death. The patient was hospitalized and placed on a life support system following a heart attack and brain swelling. The patient later experienced a heart attack and subsequently passed away. The cause of death was determined to be a heart attack. The patient was connected to the machine at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection revealed no issues. The power on self-test was successfully performed. One hour therapy was successfully performed. There was nothing found that would cause or contribute to the reported event. Should additional relevant information become available, a follow-up report will be submitted.